Event description:
Healthcare professional reported a right-side deflation. Healthcare professional later reported "implants are recalled" and "insensate nipple sensation" device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Nipple sensation increase/decrease: unable to observe. Deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.